Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited premature battery depletion due to programmed high output settings. The ipg remains in use, and planned for explant at a later date. No patient complications have been reported as a result of this event.